Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the case. The system functionality was checked upon powering on the system. The system initially powered on without errors. The customer experienced the universal surgical manipulator (usm) not moving. It is unknown if there was any interference noted. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation did not replicate the reported issue. The usm was analyzed and found to trigger no errors in normal mode when being tested on an in-house system; however, error 23138 pointing to axis 5 was confirmed via system logs review. During the inspection of carriage, the unit was checked for signs of pinched flat flex cables and contamination. The flex cable was checked to be fully connected. The unit went through additional testing and passed all required tests. Instrument sterile adaptor (isa) printed circuit assembly (pca) will be replaced as a precaution to the reported problem. To accommodate this repair the presence pin screws will be replaced too. The complaint regarding error 23138 was not confirmed based on the failure analysis. The probable root cause of the error 23138 cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the usm found no functional issue since it passed all required tests. The usm was visually inspected and evaluated for its mechanical and electrical characteristics. The failure analysis investigations and in-house testing of the returned part revealed no issues related to the customer reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the error 23138, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm 3 due to the encoder issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed yet. Therefore, the root cause of the customer-reported failure mode has not been determined. A follow-up MDR will be submitted when failure analysis is completed. This complaint is being reported due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, an error 23138 was displayed. The customer called in to report the issue. The error 23138 was confirmed in the logs. The surgeon disabled the universal surgical manipulator (usm) 3 and proceeded with the case. An intuitive surgical, inc. (Isi) technical service engineer (tse) walked the caller through emergency power off (epo) process but the customer opted to perform that later. The site completed the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.